Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
As reported to coloplast though not verified, legal representative stated this patient required in-office cystoscopy for recurrent urinary incontinence, urinary urgency, voiding difficulties, mild pelvic pressure with sharp shooting rectal pain, nocturia, 3rd degree rectocele, 2nd degree cystocele, mixed incontinence, anal spasm, and abdominal pain. Subsequently, sacrospinous fixation (alloderm graft), a/p colporrhaphy and urethral dilatation under general anesthesia for stage ii pop, moderate vaginal vault prolapse, cystocele, rectocele and voiding difficulties. The operative note indicates that the old mesh was detached from perineal body and the patient was experiencing urinary tract infections.